Event description:
It was reported that patient presented to emergency room. Upon evaluation, it was found from fluoroscopy that patient's atrial was perforated. It was also noted that the lead exhibited loss of capture. The lead was explanted and replaced. The patient was stable.